Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set was connected to a compounder and air bubbles were detected. This issue was identified during preparation. After rinsing the set, a pressure test was performed and air was observed in the line. The set was correctly installed and all hoses were free of air bubbles. The supplies were replaced as a result. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from february 15, 2021 - february 16, 2021. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional system level testing was performed using sterile water and 70 % dextrose on with the em2400 exactamix main module and no air bubbles or leakage was observed. Additional accuracy tests were within the acceptable limit and results. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.